Manufacturer narrative:
(B)(4). Batch # 267a64. (B)(4). Additional information was requested, and the following was obtained: could you please provide more details for "they might have stuck the lung"?the staples stuck into the lung parenchyma. What troubleshooting steps were attempted to open/removed the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? No further information is available. Did the jaws eventually open? No further information is available. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pcee60a device was received articulated, the handle and jaws were in the closed position with a gst60b reload loaded. The reload was received partially fired. A battery pack was installed on the device. Additionally, one gst60w reload (b) was received partially fired. Some unformed staples were returned with the device. Damage on the joined cover was noted but no additional scratches were found in appearance. Further analysis the release button was pressed, the closure trigger and jaws were opened as expected. Also, the anvil returned to the home position and the device was able to be articulated and the anvil open/closed without any difficulties. During the functional test, a dry fire was performed. However, a piece under the joint cover was noted protruding without causing more damage to the joint cover. Due to the condition of the device no functional test was performed. The joint cover was removed and the articulation link connector was noted to be broken causing likely the partially fired on the reloads. No conclusion could be reached as to what caused the articulation link connector became broken. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The device opened and closed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. To malformed staples, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a thoracoscopic pneumonectomy, the staples were deployed although the device with the gst60w did not close completely at the 1st firing. It is unknown if the knife moved. The cartridge was replaced to the gst60b, but the same issue occurred. The deployed staples all along the staple line were unformed. They might have stuck the lung and it got damaged, so the lung had to be cut more than planned. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.